Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as patient made a mistake/touch contamination. The peritonitis was manifested by abdominal pain and cloudy peritoneal effluent. One day after the diagnosis of peritonitis, the patient was hospitalized for the event. On an unknown date, the patient was treated with gentamicin, intravenously, three times a week, for fourteen doses, (dose not reported). The patient reported they were taking two oral antibiotics also (one daily, the other one every other day, (start/end dates, dose, and name of medication unknown). At the time of this report the gentamicin was discontinued. The pd catheter was removed and the patient was switched to hemodialysis. The patient reported they will resume pd therapy in about five months. At the time of this report the patient was recovering from this peritonitis event. The patient was discharged twelve days after admission. On an unknown date, the patient was retrained on the proper aseptic technique. No additional information is available.